Event description:
It was reported that during surgery, one speedscrew internal suture ratchet did not complete shuttle and a second one did not screw fully below the cortex. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of risk management files found that the reported failure was documented appropriately. A complaint history review found a similar complaint. A review of the instructions for use found: - do not bend, apply excessive torque, or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant. - do not use the inserter to probe the tissue or bone as damage may occur to the implant or instrument resulting in potential patient injury. - use care to properly align the implant and inserter handle with the bone hole while inserting the implant into the bone hole. Do not lever the inserter handle prior to, during or after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant. Incomplete insertion or poor bone quality may result in implant pullout. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. Factors that could have contributed to the reported event include: (1) incorrect alignment during or after insertion. (2) excessive torque (3) inadequate tension distribution applied to cuff. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.